Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the no flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process.

Event description:
The event involved a tego¿ connector. The customer states tego is placed on each catheter branch and changed once a week of friday. Prior to connection to machine lines while connecting patient the locking strap, the device was able to be aspirated, and the branch rinsed. When the machine lines were placed on the catheter, the aspiration could not be done. Tego changed and everything then worked well. There was patient involvement but no adverse event.

Manufacturer narrative:
Additional contact information (B)(6). The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.